Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a cut trace on lid switch, designator sw5. This isolated sw5 from the rest of the board and resulted in the device not powering on when opening the lid. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device intermittently doesn't power on when the lid is opened. As a result, an end user may be unable to power the device on resulting in defibrillation therapy being delayed or unavailable, if needed.